Event description:
Kimberly-clark received a report stating, "the pilot line became unattached from the et tube while in the patient. The patient had to be reintubated. There were no patient issues after reintubation.¿ (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. One sample was returned; however, no packaging, which would have included the lot number, was received. The returned endotracheal tube was missing the inflation line, which was not included with the sample. The skive hole, which is the location for attachment of the inflation line, was examined visually under magnification. One edge/side of the hole had a smooth, beveled appearance, whereas, the opposite side had a more jagged appearance suggesting that the bond between the skive and inflation line was torn. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.